Event description:
Consumer reported complaint the true metrix meter kept turning off. Daughter is calling on behalf of the customer. Customer reported feeling dizzy; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer non-fasting and produced test result of 139 mg/dl using true metrix meter. The test strip lot manufacturer¿s expiration date is 01/15/2026; product storage and open vial date were not provided.

Manufacturer narrative:
Internal report reference number: (B)(4), b2: adverse event report is being submitted due to symptoms related to diabetes: dizzy. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.